Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient reports that, on (B)(6) 2012, while bending into her car, she felt extreme pain. She went to the ER, where they found that she had a small fracture. She went to her regular orthopaedic doctor, who ordered blood work and an MRI. The results concluded that she had high cocr levels and fluid build-up. She continues to have pain around the implant, but as of this date had not yet been revised. She indicated that a revision was scheduled for (B)(6) 2012. Doi (B)(6) 2007, - dor not yet revised. Update: litigation papers received (B)(6) 2013. Litigation alleges a large cystic fluid collection and reaction to metal debris. The liner and head are now being reported to address these allegations. The complaint has been updated on (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A previous review of the device history records for the 2362948 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/13/15 - pfs and medical records received. A dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated metal debris and large fluid collection. There was no mention of any fracture as previously stated. No labs were provided for the alleged high metal ions. The stem is being added to the complaint. It should be noted the pfs alleged a second revision for infection. The medical records indicated the patient had an I&d and head/liner exchanged on (B)(6) 2012 with antibiotic bead placement, but there was no infection noted only drainage. If/when we receive more information about an infection we will updated as needed. The complaint was updated on: 6/1/2015.